Event description:
Clinical study: thirty six days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated one target lesion to alleviate in-stent restenosis. Target lesion 1 was 4.1 mm vessel diameter, 80% stenosed region of the saphenous vein graft (svg) to the 1st diagonal artery. The lesion was 7.0 mm in length. The physician direct stented the lesion with one taxus express2 8.8% 3.5x12 mm drug eluting stent without complication. The taxus stent was post dilated after deployment. Residual stenosis was 10%. A filterwire ez embolic protection device was used during this procedure. The pt was discharged from the hosp 6 days post index procedure receiving asa and plavix. The site reported that the pt expired 36 days post index procedure from worsening heart failure. No autopsy was performed. In the opinion of the physician there was an unknown relationship between the target vessel and the death.